Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection near the pump of the device; pus was noted to be coming out of the scrotum in this area. The device was completely removed, with no new device implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection near the pump of the device; pus was noted to be coming out of the scrotum in this area. The device was completely removed, with no new device implanted. There were no additional patient complications.